Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional info (including x-rays and medical records) was requested. If additional info becomes available, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as MFR # 2249697-2011-00864, 00865 & 00867.

Event description:
It was reported that: "pt complained of pain x-ray shows broken screws and vertical cup. Cup and liner and screws removed. New cup liner and screws placed along with head exchange. Cup and head revision only."